Event description:
Philips received a complaint by the customer on the v60 indicating that while in normal operational mode, the devices touchscreen buttons are not responding to touch properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer attempted to performed touchscreen calibration and still won't working properly. The rse informed the customer that the manufacturers recommendation is to replace the touchscreen. Customer is requesting replacement part number and price. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.